Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A caregiver called adc on behalf of a (7-year-old child) customer and reported that on(B)(6)2020, the customer¿s sensor received a ¿lo¿ (readings less than 40 mg/dl) message when compared to capillary test results. The caregiver treated the customer by re-sugaring without obtaining a comparative capillary reading. On (B)(6)2020, the customer experienced a symptom of vomiting and developed grippal fever due to influenza. The customer was taken to the hospital where a sensor scan of ¿lo¿ was received, a laboratory result of 393 mg/dl and an acetone result with a strip of ¿6.2¿ were obtained. The customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized for 3 days. The customer was administered an unspecified medication and prescribed doliprane for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device has been disposed and not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A caregiver called adc on behalf of a ((B)(6)-year-old child) customer and reported that on (B)(6) 2020, the customer¿s sensor received a ¿lo¿ (readings less than 40 mg/dl) message when compared to capillary test results. The caregiver treated the customer by re-sugaring without obtaining a comparative capillary reading. On (B)(6) 2020, the customer experienced a symptom of vomiting and developed grippal fever due to influenza. The customer was taken to the hospital where a sensor scan of ¿lo¿ was received, a laboratory result of 393 mg/dl and an acetone result with a strip of ¿6.2¿ were obtained. The customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized for 3 days. The customer was administered an unspecified medication and prescribed doliprane for treatment. There was no report of death or permanent injury associated with this event.